Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of failure to sense and inadequate capture were not confirmed. As received, a complete lead was returned for analysis with the helix extended and clogged with blood for analysis. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation showed that the patient's right ventricular (rv) lead exhibited failure to sense, high capture threshold, and crosstalk. Fluoroscopy was performed and revealed that the rv lead was dislodged. During revision procedure, it was noted that the helix of the rv lead was pulled back and failed to fully extend. The rv lead was explanted and replaced. Patient was stable.